Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump usb port was damaged, and the pump battery could not be charged. Customer's blood glucose was not impacted. Reportedly, the customer will use an alternate method for insulin therapy.